Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) could not be reviewed as the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article, "transcatheter treatment of bicuspid aortic valve disease: imaging and interventional considerations" by rajiv das and rishi puri, the following case report was identified as pertaining to an edwards device: a 27mm carpentier edwards magna valve in the mitral position was explanted after an implant duration of approx six (6) years due to stenosis. A mechanical valve was implanted within the disabled edward valve. The patient was 57 years old at the original time of implant. As reported, this patient underwent ventricular septal defect repair at the age of 10. At the age of 57, she presented with progressive breathlessness secondary to severe mitral regurgitation and underwent a mitral valve replacement with a 27mm carpentier edwards magna valve. Six years later, she developed further progressive dyspnea and underwent an urgent redo mitral valve replacement for a stenotic prosthetic mitral valve. A 33mm carbomedics valve was inserted into the mitral position. She has end-stage renal disease requiring haemodialysis.

Manufacturer narrative:
Reference CAPA-20-00141.